Event description:
The plaintiff's attorney alleged that the pt expired as a result of cardiac arrest, this event was allegedly cause by the use of naturalyte and/or granuflo which was administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.